Manufacturer narrative:
Date of initial report: 2017-03-30. The customer indicated that the device has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that lint was coming off the lap pads when opening the pack. No patient injury reported.